Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and stuck button alarm. The customer's blood glucose value was unknown. Customer stated that the center button was stucked. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Customer stated they removed the battery and stuck button alarm occurred. The insulin pump will not be returned for analysis.